Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated (B)(4).  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4)

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver ondansetron 10mg and dexamethasone 10mg, at a rate of 316ml/hr, with a 79ml vtbi (volume to be infused) and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted that there was air in the tubing set 54 inches past the pump with no air in line alarm. It was reported the nurse pinched off the tubing set to stop the delivery. The customer contact reported no air was delivered to the patient. It was reported the display indicated 74.854ml had been delivered. The pump was removed from clinical service. Therapy was resumed using a replacement pump. The customer contact reported there was no change in the patient status and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.